Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the week prior the battery would fade in and out and for past the couple of days, the insulin pump has alarmed 5 times failed battery test. Blood glucose value was 170 mg/dl. The customer stated that the contacts are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised the battery cap would be replaced. The customer also reported that the insulin pump alarmed motor error during basal. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was unable to rewind and the insulin pump passed the displacement test. Blood glucose value was 184 mg/dl. He was advised to monitor the device call back if alarm recurs.